Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comments of the device crashing and having a broken printer; the software was reloaded and updated as a preventive measure, and the printer was replaced. It was also noted that upper and lower cases, lower hinge plate, and upper display flex guide were broken; all found defective parts were replaced. The device passed final functional and system tests.

Event description:
It was reported that the hard drive of the programmer kept crashing, and the printer would jam and is broken. The programmer has been returned for repair. There was no patient involvement.